Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test per es9041. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor anomaly as well as tubing and reservoir had air bubble and noticed by customer during therapy. The customer¿s blood glucose was unknown. Customer was assisted with troubleshooting. The customer stated that the approximate size of air bubbles was mixed smaller and larger air bubbles. Customer states air bubbles were not removed successfully. The devices will be returned for analysis.